Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to contact technical support if any malfunction recurred. The customer acknowledged the instructions and planned to load a new cartridge upon arriving home, with an option to reach out for further assistance if needed.